Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va34218. Implanted: (B)(6) 2025: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 13-dec-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for non-obstructive urinary retention. It was reported that the patient called, stating she had an MRI (patient is adamant device was in MRI mode), and they are now experiencing pain and a burning sensation at the lead/generator. It was unknown if the issue was resolved and no action taken/no adverse outcome. There is no physician (doctor) or other healthcare professional associated with this event.